Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports that the pump is shutting down and resetting during feedings when the pump is being used by ambulatory patients, despite the pump having charged overnight and the battery icon indicating a full charge when feedings have been started. The customer reports that the shut downs happen well within the stated 18 hour battery life. The customer is unsure of the pump displaying a countdown to power off when the pumps have been shutting off mid feeding and that no alarm occurs prior to shut down.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states, ¿unit is shutting down and resetting during feedings.¿ the unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.